Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the customer turned on the system in the morning, they found that the roller pump would not turn on. This perfusion system was set-up the night before. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.